Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/27/2025, an arthrex subsidiary employee reported via email that an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm fractured during placement. The hth technique was performed, and during femoral fixation, the surgeon used a notcher followed by a 7 mm fastthread tap before screw insertion. Toward the end of screw placement, it was observed that the screw could no longer be advanced. Upon attempting removal, the screw was found to have fractured at the head, preventing it from entirely threading into the bone. Loose fragments were successfully retrieved. No additional anesthesia was required, and no alternative implant was used. This issue occurred during a procedure on (B)(6) 2025. Additional information has been requested on 10/30/2025.